Manufacturer narrative:
On site troubleshooting was performed by our field service engineer. No fault was found and performed. Pre-use check passed without deviation. No parts were replaced. It was noticed that used patient circuit and filter were not manufactured or distributed by us. The reported problem is confirmed in received logs showing that alarms for "low expiratory minute volume" were generated. The logs show that the patient was ventilated for 4 days. The set ventilation mode most of the time was pressure control. However the "low expiratory minute volume" alarm was also generated in other ventilation modes. This alarm together with other alarms for high airway pressure and high peep (positive end expiratory pressure) indicate an increased expiratory resistance in the patient circuit. According to received information an active filter was used during nebulization. Our conclusion in the matter is that there was no ventilator malfunction at the time of the event. The ventilator functioned normally and it generated appropriate alarms under the prevailing circumstances. The cause of the alarms was most probably an occluded filter.

Event description:
It was reported that while connected to a patient there were no volumes delivered during ventilation in pressure control. The ventilator was replaced and there was no harm to the patient. (B)(4).